Event description:
During a procedure the introducer was being used to insert and advance the cardiomems delivery catheter system. At the end of a procedure, upon removal of the sheath from the patient's right femoral vein, the distal portion of the sheath remained in the vessel while the proximal portion was retracted and removed. A snare was used to remove the remainder of the device. There were no adverse consequences to the patient.

Manufacturer narrative:
One 12f, fast-cath introducer hemostasis sheath was received for evaluation. The results of the investigation concluded that the sheath tubing had been stretched, torn and separated into two sections, distal to the hemostasis hub. The detached tubing had been creased and folded inward, and had been flattened, stretched and torn at the proximal end. The attached tubing distal end appearance had similar damage, consistent with a mating surface to the aforementioned detached tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage is consistent with damage during use.